Event description:
It was reported that during a cryo ablation procedure, the temperature dropped rapidly and a single stopped was performed. The electrical umbilical cable was disconnected and reconnected which did not resolve the issue and again a single stopped was performed. The electrical umbilical cable and auto connection box were replaced and a system notice was received indicating that the system did not recognize the catheter. The balloon catheter and coaxial umbilical cable were replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product event summary: the afapro28 balloon catheter with lot number 07414 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for five applications on the reported event date. During functional testing, a sudden temperature drop was observed at the beginning of the ablation phase. The ablation temperature was very cold (below -60 degrees celsius (°c)). The inflation, ablation, and thawing phases were completed. No console system notices were generated. During inspection of the balloon segment, a fracture/crack was observed on the injection tube. The fracture/crack was identified at the coil area. In conclusion, the reported temperature issue was confirmed through testing and the reported system notice 12213 (indicating that the system did not recognize the catheter) was not confirmed through testing. The balloon catheter failed the returned product inspection due to an injection tube fracture/tear. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.